Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two years prior to contacting lfs. The patient claimed she obtained blood glucose readings (on an unknown date/time) with the subject meter and laboratory device within 10 minutes of each other; however, the blood glucose results on the subject meter and laboratory devices are not known. The patient manages her diabetes with insulin (no adjustments), however, according to the csr's documentation, the patient consumed more food/drink in response to the reported meter issue (date/time unknown). After the reported meter issue occurred, the patient claimed she developed symptoms of weakness, shaking, and headache at an unknown date/time later. According to the csr's documentation, on (B)(6), 2011 at approximately 8:45am, the patient reportedly tested with a laboratory device, however, the blood glucose result is not known. On an unspecified date/time, the patient indicated she contacted her physician (by phone) and was prescribed medication for her nerves. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Although the patient's blood glucose readings on the subject meter and laboratory device are not specified and therefore it cannot be confirmed that the subject meter was reading inaccurately high, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. The 510(k) # is k062195.